Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information respiratory issue, nasal irritation, sore throat. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information respiratory issue, nasal irritation, sore throat. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. As per secondary findings of the base unit observed crack in therapy button, indeterminate contamination was observed in the enclosure joints, cut-like marks on the bottom enclosure, fine light-colored dust/dirt contamination was observed around the air inlet, mineral deposits and dust/dirt contamination observed in the blower box and on the blower suggesting the use of non-distilled water and dark contamination appearing consistent with keratin contamination. The device's downloaded logs were reviewed by the manufacturer. There were 3 errors found. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.